Event description:
Reporter alleged that the customer was feeling sweaty, shaky and extreme weakness when he obtained an error on the aviva system. Reporter stated that the customer was treated with two glucose tablets and was taken to the hospital. Reporter stated that the customer was given a glucagon shot, a sandwich and grape juice after a 28 mg/dl result was obtained on the hospital system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.